Event description:
It was reported that the device had a bad usb port and a crack and discolored battery compartment. Analysis found a damaged air detector, which is a reportable malfunction that could lead to interruption in therapy.

Manufacturer narrative:
One device was returned for analysis off complaint that device had a bad usb port, which would not likely cause or contribute to a death or serious injury if the malfunction were to recur. However, analysis found a damaged air detector, which is a reportable malfunction that could lead to interruption in therapy. Review of event history log found nothing related to complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. Found the air detector was physically damaged, but still functional. The air detector was replaced, and device passed all testing.